Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and non-penetrating nicks. The device was underweight. A microscopic analysis was performed which identified one sharp crease in the radius. Based on the device analysis the final assessment is a sharp crease in the radius side assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "rupture, calcification," and capsular contracture, baker grade iii. Healthcare professional additionally reported "moderate symmetry;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/apr/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and calcification are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, rupture, and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "rupture, calcification," and capsular contracture, baker grade iii. Healthcare professional additionally reported "moderate symmetry;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported "gel bleed left implant".